Event description:
It was reported that when the lead was viewed under fluoroscope, no capture was observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.